Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider was not powering up. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The device pressurized as designed. The device passed the weight test. The enclosed foot switch did not depressurize the device. The test switch drape jig did not depressurize the device. The test foot switch did not depressurize the device. The enclosed foot switch depressurized a test spider 2. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit pressurized as designed. The control board was defective. The complaint was confirmed and the root cause has been determined to be an open circuit. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.